Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that a "no message" alarm went off when the patient was out of the home. The cassette was re-attached, and then the alarm was cleared. In the afternoon on the same day, the alarm occurred again. The cassette was re-attached again, but the alarm persisted. The cassette was then changed to a new one, and after that, the alarm was settled. At night on the same day, the alarm sounded again. The pump was then changed to another one, and the alarm was resolved. There was no patient injury.

Manufacturer narrative:
Other, other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition as no damage, kinks or other defects were found. Functional testing confirmed that the sample could be connected without problem, the pump was set running and no alarms were activated. Complaint was not confirmed. The root cause of the reported problem could not be determined as the complaint was not confirmed due to the fact the sample was tested and successfully passed. No lot number was provided, therefore, a device history record review could not be completed. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: d1: correction: brand name: cadd cassette reservoirs - flow stop.